Event description:
It was reported that the ilet pump¿s screen bezel began separating from the display while the user was changing supplies, after routinely carrying the pump in a pouch above the waist; the user resecured the pieces with tape and continued to use the device without alarms or alerts, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a loss or failure of bonding affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.